Event description:
A talent stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. The bifurcated stent graft was implanted in the patient that had a long aortic neck (40mm) measuring 24mm in diameter. The angiogram revealed that there was an unknown type endoleak. The physician elected to place an aortic cuff however, the endoleak did not resolve or change. The physician relined the ipsilateral limb with a device because the physician thought it may be a porosity issue coming from there, however, the endoleak did not change. Sometime after the procedure, the patient returned for follow-up and the endoleak has resolved. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Secondary intervention - evaluation results: endoleak, unk cause of endoleak.